Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# va0701m, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, patient thought her device had shorted out. The patient fell 4 weeks prior to this call. The patient stated that right after the fall everything was fine but a couple days later her buttock felt bruised and she started having pain all the way down her right leg. The patient indicated that the pain went all the way down her right leg and her toes are started going numb. The patient was currently in a wheel chair. The patient was seen at the emergency room and it was noted that the hip was not fractured. The patient was advised by the health care provider to turn the stimulation off. It was noted that the stimulation had been off since christmas and it had not made a difference in the pain. The patient was on narcotics for pain. It was reported 2 days later that patient was getting 50% or greater symptom reduction. The cause of the event was determined; patient had a bicycle accident resulting on pain down right leg and at the battery site. It was noted as not device related. It was noted that CT scan was negative. Impedance done with 2 electrodes questionable but device was turned on and tested with no new pain or issue but later turned off. The health care provider made a decision to remove the implantable neurostimulator (ins) and lead due to continued pain and swelling in the right lower extremity. The health care provider was also allowing for further evaluation and readdressing bladder symptom post recovery. It was noted that post-accident, impendence at 1.0 amp was abnormal 0+2, 0+3 but normal at 1.8 amps. The patient outcome was reported as not recovered, symptoms/issue ongoing. A follow-up report will be sent if additional information becomes available.